Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the physician noted that the right ventricular lead had an insulation breach just distal from connector pin. The lead was capped and replaced successfully, on (B)(6) 2016, the patient was stable post procedure.